Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No number scrolling anomaly was noted on the display. No moisture damage was noted on the electronics. The displacement, basic occlusion, occlusion, prime, and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer's mother reported that the numbers began to scroll without input during a bolus and that the keypad became unresponsive. The blood glucose reading was 539 mg/dl. Customer was treated with an insulin pen. The blood glucose was brought down to 117 mg/dl at the time of the report. She stated that the insulin pump may have been splashed with water. Noting further was reported.